Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Implant date-unknown date, (B)(6) 2016. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04218, 0001825034-2018-04957. Not returned to manufacturer.

Event description:
It was reported the patient underwent metatarsophalangeal joint fusion surgery. Subsequently, following four (4) month follow-up, patient began experiencing pain, swelling, and loss of mobility. Three of the implanted screws were found to be fractured one (1) year post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent metatarsophalangeal joint fusion surgery. Subsequently, following four (4) month follow-up, patient began experiencing pain, swelling, and loss of mobility. Three of the implanted screws were found to be fractured one (1) year postoperatively. No additional patient consequences were reported.